Event description:
According to the comlainant, approximately fifteen-twenty minutes after the procedure was completed, the patient suffered a seizure. The physician was not surprised the patient had a seizure because of her history of medical problems. The physician reported she was not a good candidate for this procedure. The patient was given oxygen and started on an IV and took her to the hospital to be monitored. By the time the patient arrived at the hospital, she was doing better. The patient went home and is doing "ok". Further follow up confirmed that the patient had a history of seizures and anxiety along with other medical conditions. The doctor knew she would not be a good candidate but proceeded with the case. The patient is fine.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion:the complaint reported the patient had a seizure. The product was not returned for analysis and the batch was not provided. The follow up information states that the patient has a history of anxiety and seizures and was not a good candidate for hta. Other text : device discarded